Event description:
Information was received that the volume on a smiths medical pneupac ventilator is reading too high. No adverse effects reported.

Event description:
Investigation results completed on a ventilators/pneupac ventilators vr1 standard . Summary in h 10.

Manufacturer narrative:
Investigation results compompleted on ventilators/pneupac ventilators vr1 standard . The device arrived in good physical condition. Testing verified the volume was reading " high" as this was isolated to the rolling diaphragm was stressed and crack causing a leak in the oscillator, which caused high volume alarm. Action was taken to replace rolling diaphragm. Repair summary: installed sintered filter w9151 and o-ring w5520. Upgrade variable restrictor and non-return valve. Replaced patient valve assy and upper housing. Performed pm. Tested device to 504-2046ts-01.device passed all functional testing. Unknown cause of event.